Event description:
It was reported that a 6900ptfx, 27mm valve was explanted after a 16.23 month implant duration due to unknown reasons. No additional information was available at the time of the report.

Event description:
(B)(6). Product sticks to the wound. A nurse reported one sticky experience with regular, nonadhesive foam under a compression wrap. Much ingrowth and very difficult to remove (shredded in the wound).

Manufacturer narrative:
Device not returned.requests were made for the operative report and additional information, however, no additional information has been provided to date. Investigation is ongoing.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
Heavy layer of host tissue overgrowth covered most of leaflet 1 and parts of its free margin, by approximately 11mm. Host tissue curled the free margin of leaflet 1 over itself leading to a gap at the coaptation region. Minimal host tissue overgrowth is also detected onto leaflet 3 at the outflow aspect. At the tissue inflow, host tissue overgrowth is minimal to moderate; it encroached onto leaflet 3 and into the orifice by approximately 9mm. Host tissue may have restricted mobility in the leaflets and led to stenosis. Host tissue is minimal at the stent inflow. No inconsistencies detected in the x-ray. Method: x-ray additional manufacturer narrative: a copy of the customer medwatch was received and several fields could not be reported electronically and are being listed here. Medwatch received from the customer lists the event as: a patient had mitral valve replacement & tricuspid valve repair because of regurgitation. The patient returned to surgery months later for malfunctioning of the mitral valve prosthesis. The valve was removed and replaced with a mechanical valve. This is additional information. The initial report was received from the surgeon by our sales rep on the date of the event. That information does not change. The customer indicated no. For clarification, the medwatch was received from the FDA. We are indicating the customer's information. The implant date was reported by the hospital as (B)(6) 2009. We know this date to be (B)(6) 2009. The explant date was reported by the hospital as (B)(6) 2010. We know this date to be (B)(6) 2010. (B)(6). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.